Manufacturer narrative:
Additional information is being requested to close this investigation. We will continue to pursue additional information, and a supplemental report will be submitted if additional information becomes available.

Event description:
The hospital reported that, during an endoscopic vein harvesting procedure, and half-way through the leg, the hemopro tissue welder started beeping, the device was on "auto-on" and got red-hot and was smoking. It ws a brand new hemopro cord. It was correctly sterilized. During the pre-test, the device worked accordingly. Once it began beeping and smoking, the device was pulled out of the patient's leg and was unplugged from power supply. Physician assistant (pa) stated that the leg was very bloody because of the hot hemopro and almost had to open the leg to get the bleeding to stop. Pa stated that the issue welder cut a hole in the branch with the hot jaw. The cord was switched to complete procedure. There were no patient complications reported. Hemopro cord will be returned. Replacement was requested.